Manufacturer narrative:
H10: additional information in d9. H3, h6: the associated device was returned and evaluated. The visual inspection revealed that the device returned heavily worn from use, with the distal tip fractured off with no material returned. The clinical/medical investigation concluded that, a fragment of the evos small 2.5 mm drill was left inside the patient. The operative notes and x-rays are confidential and were not provided, so the exact cause of the issue could not be determined. However, a procedural variation cannot be ruled out. The drill fragment is made of stainless steel and is designed for external use only. It is not intended or approved for implantation, and there is no data available on its long-term exposure to internal tissue. The instructions for use state that single-use devices should not be reused or reprocessed if they come into contact with blood, tissue, or bodily fluids. Reusing such devices can increase the risk of breakage, failure, infection, injury, or the need for revision surgery. In this case, movement of the fragment is unlikely since it was reported to be left inside the bone. However, there is a potential risk for tissue inflammation or pain. The procedure was resumed after a brief delay using a backup device from smith & nephew. The impact to the patient included the drill breakage, retention of a foreign object, and a minor delay in surgery. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history based on the historical data revealed a similar event for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This is a single use device, surgical technique or damage from misuse are likely potential factors that could contribute to the reported event. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during an internal fixation surgery, while drilling, one (1) evos small 2.5mm drill w/ao qc short snapped leaving an inch of it inside the bone. The fragment was left inside the patient. The procedure was resumed, after a non-significant delay, with a s+n back-up device. No injury was reported as a consequence of this issue.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacturer. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.